Event description:
A complaint of high readings was received on a precision xtra blood glucose meter at a hosp. A reading of 84mg/dl was obtained on the meter compared to a laboratory reading of 40mg/dl. When plotting the readings on a parkes error grid the results fall in the 'c' zone showing the difference to be clinically significant. A further reading of 445mg/dl was obtained on the meter compared to 235mg/dl on the laboratory. These readings fell in the 'b' zone of the parkes error grid and are not considered clinically significant. The hosp uses two precision xtra meters and it is unk which of the meters gave the readings.